Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device displayed system error. There was no patient involvement.

Event description:
It was reported that the device displayed system error. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)# annex b: b22, annex c: c20, annex d: d16. Additional information: annex b: b01, annex c: c0201, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of system error was not confirmed. On 7-jun-2024, pcu was received unboxed and with paperwork. Could not duplicate customer failure in op¿s lab. Verified pcu functions normally with no errors when tested along with asm. Downloaded error logs confirmed stated error and found multiple error 133.6090 main speaker fault at the customer site. Internal inspection revealed no loose connections or physical or component damage. Complaint could not be verified. No fault found. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace main speaker due to error log failures. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed system error. There was no patient involvement.

Event description:
It was reported that the device displayed system error. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.